Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to diabetic ketoacidosis. The customer also experienced a high blood glucose level of over 600 mg/dl. The customer was feeling sick and was throwing up. The customer also reported that the infusion set cannula was bent. The customer declined troubleshooting for high blood glucose. She was treated with insulin drip. The insulin pump will not be returned for analysis.